Event description:
It was reported that, the pt had a triathlon tka on (B)(6) 2012, with dr (B)(6). The wound became infected and after multiple washing out of wound, the wound dehisced and the patella tendon evulsed off the tibia. The implant was removed on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: triathlon-cr femoral component cemented #5 left, cat #5510-f-501, lot #s4pyy; description: triathlon-asymmetric patella a32 mm (s/I*) x 10 mm, cat #5551-l-320, lot #lct097; description: tri cs insert sz4, cat #5531-p-409, lot #lca277. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.